Event description:
It was reported that the emt witnessed the ventilator shut down and then power back on while connected to a patient. It is unknown if the ventilator had an audible alarm when the reported problem occurred. The respiratory therapist reported that the power cord leading into the side of the ventilator was loose and may need to be replaced. No patient harm reported.